Event description:
Reporter stated that the following blood glucose results were obtained when testing neonatal samples on the accu-chek sensor system and on a different hospital point of care instrument: 63 mg/dl (sensor system), 48 mg/dl (other point of care device); 42 mg/dl (sensor system), 32 mg/dl (other point of care device). No adverse event associated with the alleged malfunction was reported. The suspect product was not returned to the MFR for evaluation.

Manufacturer narrative:
The event occurred in (B) (6).